Manufacturer narrative:
Evaluation codes: results: the complaint was confirmed. As received, microscopic inspection of lead revealed a kink with all broken wires 30cm from the stimulation end. As there was no breach of the outer tubing and no stimulation was observed prior to the revision, the fracture was consistent with an overstress condition the lead was subjected to while inside the patient. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#1627487-2015-23027.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-23027. It was reported the pt is without stimulation and the ipg is turning off by itself. Also the pt stated she is having to charge her ipg an extended period. Reprogramming was unable to resolve this issue. X-rays of the lead are to be taken and surgical intervention may be taken at a later date to address this issue.

Event description:
Device 2 of 2. Reference MFR report#1627487-2013-20237.